Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that a one touch ultramini meter read inaccurately high. The patient tests his blood glucose 4 times a day. He tests before each meal and at bedtime. The patient takes 6 units of lantus insulin before breakfast and 16 units before bedtime (around midnight). The patient also takes sliding-scale novorapid insulin before each meal. The patient indicated that the alleged issue started around 7:00 pm on (B)(6) 2010. The patient reported a meter reading of "5.3 mmol/l" which was obtained around dinnertime. His normal blood glucose readings around 6:00 pm are between 5.0-9.0 mmol/l. However, the customer service representative (csr) noted that the patient's meter was not coded correctly. Based on the "5.3 mmol/l" meter reading, the patient took 10 units of novorapid insulin instead of usual dose of 12 units. About an hour later, the patient claimed that he fainted. He was unsure, however, if he actually lost consciousness. The patient could not remember anything from 8:00 pm to 2:30 am. When the patient "came to his senses" around 2:30 am, he reportedly administered self-treatment by eating and reportedly felt better 10 minutes later. The patient denied that he tested his blood glucose when he was symptomatic. The patient mentioned that he probably would have taken less insulin if he had gotten a result lower than "5.3 mmol/l.' The patient did not have control solution for troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he fainted after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was further reported that the event of hypotension was "brief", and was treated post procedurally with neo-synephrine "very temporarily and had done well".

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.